Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated short episodes of noise and a possible fracture on the right ventricular (rv) lead. Far field r-wave (ffrw) oversensing was also noted on the right atrial (ra) lead. The physician elected to explant and replace both leads. No patient complications have been reported as a result of this event.